Event description:
Patient was revised on (B)(6) 2021 due to fracture. Approximately 3 days after the first surgery. No implant removed. The surgeon implanted cortical screw, two locking screw, diaphyseal plate ta6v 9 holes, osteosynthesis locking screw.

Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.